Event description:
It was reported that the pt's interstim system had readings >4000 ohms on some of the bipolar pairs -c-2 and c-3 are over >4k, and other impedances are normal. It was also reported that pt complained of a burning sensation at the pocket site with stimulation on and off, and a loss of therapeutic effect. There was no known accident or incident related to this complaint. Per hcp, the tines of the lead could be felt under the skin in the sacral area, so an x-ray was done.

Manufacturer narrative:
(B)(4)